Manufacturer narrative:
This issue is under investigation at horiba medical. Supplemental reports in accordance with 21 cfr 803.56 will be submitted, as needed, when add'l info becomes available.

Event description:
Customer reported to horiba medical (horiba) that a strong burning electrical smell was coming from the abx pentra 60 c+ hematology analyzer (pentra 60 c+). There was no report of any adverse event or injury requiring medical intervention. Horiba field service rep (fsr) was dispatched to determine if the instrument was malfunctioning. Fse found the compartment heater/fan was not spinning but the heater was still heating. Fsr noted an overheating smell (no smoke) and also noted that the heater was getting very hot and cooking the plastic holder it was in. Fsr replaced the fan but was not able to validated the instrument as the customer is a teaching facility and they didn't have unexpired controls that was needed to validate the system. The instrument is not used for reporting our pt results.